Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no report or indication that a malfunction of an ion system, instrument, or accessory occurred. Review of the system logs for the reported procedure date revealed there were no related system errors to have occurred during the diagnostic procedure that would have likely caused or contributed to the reported pneumothorax event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Tools utilized during the procedure included a 21g flexision needle, compatible forceps and bronchoalveolar lavage. Imaging modalities used included c-arm fluoroscopy and radial ebus. The lesion size was 2cm and was located in the right middle lobe, 2-3cm from the pleura. Upon completion of the ion portion of the procedure fluoroscopy verified there was no pneumothorax present. However, a later post procedure chest x-ray identified a pneumothorax and a chest tube was placed to resolve. The initial size of the pneumothorax was approximately 20% and the patient was totally asymptomatic. The biopsy revealed a diagnosis of carcinoid / malignant neuroendocrine tumor. The patient was hospitalized overnight, then discharged home. There was no report of a malfunction of an ion system, instrument, or accessory.